Event description:
The customer reported consistently high blood glucose levels, with the exact values unknown as they were labeled as "high." Cause was not known. The customer attempted corrective actions by changing the cartridge and infusion set and administering a correction bolus. Technical support guided the customer to inspect various parts of the infusion system and observed insulin drops at the end of the tubing. The support team instructed the customer to replace supplies as needed and to resume insulin, while also arranging further follow-up for additional assistance. Though replacements were sent, the customer did not experience issues with every cartridge and infusion set used.